Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. No audio or vibrate anomaly noted during testing. Unable to confirm failed battery test, no delivery or occlusion alarm and unexpected battery power loss due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl at the time of the incident. Customer stated the insulin pump had blank display and display did not returned after insulin pump restart. Customer also stated the insulin pump had failed battery alarm and also had vibrate anomaly, power loss alarm, insulin flow blocked alarm. Customer stated insulin pump vibrated during the vibrate test portion of the self test. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.